Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, on the third inflation for 10 seconds, the balloon ruptured at 14 atmospheres. The procedure was completed with different device. No patient complications reported.